Event description:
Boston scientific received information that this right atrial (ra) lead displayed pacing impedances of greater than 2000 ohms. The patient reported feeling muscle stimulation. A revision procedure was performed where a lead fracture in the pocket was identified. The lead was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.